Event description:
It was reported by the md: during a mitral valve procedure we gave a warm shot at the end of the case and the balloon broke. We did not save the catheter or say anything as this was the end of the case. There were no patient complications. The device was not replaced as this happened at the very end and the lot number is unknown.

Manufacturer narrative:
Device was discarded by the customer. The product was not returned and the root cause could not be determined for this event. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.